Event description:
It was reported the patient received the following results within 15 minutes: 84 mg/dl (system 1) and 163 mg/dl (system 2). The blood glucose results were obtained using the same vial of test strips.